Event description:
The customer reported the unit was locking up during op check.

Manufacturer narrative:
The customer reported the unit was locking up during op check. The unit was evaluated at philips, and the symptom was verified. Replacing the processor pca resolved the issue.